Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) experienced elevated heart rates. There was no indication of greater than two seconds of asystole. It was recommended to have a local field representative interrogate the device and confirm right atrial (ra) lead capture. This crt-p remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.